Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had packaging issue. There was additional needle found in the packaging that was not meant to be in the packet. Moved the packet to one side and placed the additional needle in the needle holder for time being then will be packed after for return. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the open returned sample noted an empty retainer in a foil. The visual inspection of the sealed returned samples noted four sealed samples. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The needles were also inspected with no abnormalities. The retainers were inspected with no abnormalities. Because none of the sealed samples have incorrect needles of quantity, pmv cannot confirm the reported condition of incorrect needle quantity. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.